Event description:
It was reported via sales that a 6900ptfx33mm mitral valve was explanted after an implant duration of approximately 4 years. It was originally implanted in 2008 by the same surgeon as a minimally invasive valve replacement. According to the op notes, "the patient presented to st. Anthony's hospital several days ago with atrial fibrillation and flutter with rapid ventricular response. He is also noted to have some heart failure with elevated bnp and lower extremity edema. The patient had recently been worked up for a history of not feeling well over the last year. Echocardiogram showed a severe mitral stenosis. There is severe prosthetic valve mitral stenosis along with moderate mitral regurgitation" the op report findings also noted,"the mitral valve had a considerable amount of pannus formation over it. This involved including two of the valve leaflets and nearly occluding the third. Additionally because of this pannus, there was a large amount of clot on the valve as well. There was a very tiny opening for blood to flow through and after explantation, the annulus was sized to a 33 mm ats mechanical valve . Postop tee showed no perivalvular leaks and normal functioning of the mechanical valve.

Manufacturer narrative:
The explanted device was arranged for return; however, it has not yet been received by edwards from the hospital. The provided information and operative report indicates pannus growth over 2 of the 3 leaflets. Although this cannot be confirmed without device evaluation; host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. There has been no information to suggest a device quality deficiency related to this event. Attempts to return the valve and evaluate it are ongoing. Additional information and evaluations will be reported if available.